Event description:
The hospital reported that toward the end of the endoscopic vein harvesting procedure, while in the tunnel, the tissue welder got into the continuant activation mode without the toggle being activated. Device was immediately unplugged and removed. The hospital used a second hemopro device, successfully completed the case. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the investigation was completed, and it is discovered that the device would energize immediately upon power up of the system. The reported complaint is confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.